Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke with elevated blood glucose of 301 mg/dl and had been running high since early morning, with no device alerts, after a site change the prior afternoon and a bedtime snack of sunflower seeds; during the call the user expressed a desire to turn off and remove the ilet. Symptoms included hyperglycemia and fatigue. Outcomes included insufficient information regarding health impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.